Event description:
Consumer called stating the brush head came away in his mouth, and part of the steel bit that holds the brush head in place had also come off. No injury was reported.

Manufacturer narrative:
Product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head came away in his mouth, and part of the steel bit that holds the brush head in place had also come off. No injury was reported.